Event description:
A customer reported they were unable to scan their sensor using the adc mobile application as it was an incompatible os. Due to this, they were unable to obtain readings and experienced a loss of consciousness, requiring unspecified treatment from paramedics. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer reported not being able to scan a freestyle libre sensor with the freestyle librelink app. Pqe was able to scan a sensor successfully using the ios version of the app (2.5.3.3088) and was not able to replicate the complaint. Therefore, the complaint is not confirmed. If the product data is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is based on the customer's report of "3 months ago." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.